Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) level of 53 mg/dl. The suspected cause of bg was incorrect basal settings. Customer consumed carbohydrates to address the issue.